Event description:
It was reported that the arctic sun device was displaying an error and they need some help with it. It would not display anything except this message shown in the picture. Per follow up information received via email on 19-oct-2022, biomed was ordering a control panel and would replace onsite. No patient involvement was reported. Per follow up information received through biomed via phone on 10nov2022, they replaced the control panel onsite and device was working fine with no issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause is due to a control panel failure. It was confirmed that the control panel did not display anything except error message shown in the picture. Biomed replaced the control panel onsite. The device was working fine with no issues. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was displaying an error and they need some help with it. It would not display anything except this message shown in the picture. Per follow up information received via email on (B)(6) 2022, biomed was ordering a control panel and would replace onsite. No patient involvement was reported.